Manufacturer narrative:
(B)(4). Manufactured june 10, 2015-june 11, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had air inside of its tubing, causing solution to be unable to flow out. This occurred after filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.